Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 40 mg/dl and treated with glucose. Customer indicated that their blood glucose value was 150 mg/dl at the time of the call. Troubleshooting found that the drive support cap was loose. The product will be returned.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.